Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, stent under expansion occurred. Due to stable angina (ccs class ii), the patient underwent cardiac catheterization that revealed an 80% stenosed and 60mm long target lesion located in the proximal right coronary artery (rca) that extended into the distal rca with a reference vessel diameter of 2.5mm. It was noted to be severe stenosis. The proximal lesion was treated with predilation and placement of a 3.5x20mm taxus liberte stent. The distal lesion was treated with direct stenting using a 2.5x12mm taxus liberte stent deployed at 10atm without overlap to previously placed stent. Post dilation was not performed. However, following deployment of this stent, mild stent under-deployment was noted in the mid portion of the stent requiring post dilation with a 2.5x6mm non bsc non-compliant balloon. Next, a 3.5x15mm taxus liberte stent was deployed in an overlapping fashion with the previously placed proximal stent followed by post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel.